Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for device check after receiving a patient notifier alert for increased high voltage lead impedance. The patient reported no symptoms. The patient notifier was disabled and the patient will be monitored every three months.